Event description:
According to the reporter, the defibrillator would not discharge 200 joules of defibrillator energy to a pt, condition not reported, when the discharge buttons were pressed on the attached module.

Manufacturer narrative:
The device was shipped to the factory for evaluation. Recorder strips made with a monitor, which was attached during the reported event, annotated energy not delivered. This annotation is not consistent with the defibrillator energy "time out" condition recported but is consistent with an "open time out" condition reported but is consistent with an "open all" discharge. Proper device opeartion was observed by the factory, through full functional and performance testing. The factory, through full function and performance testing. The factory, through full functionla and perfomance testing. The facility replacement device op same mode by co.